Event description:
The customer contacted baxter's technical service center to report a leak while on the home choice (hc) device during priming. The home patient (hp) stated that she needs to reprime the patient line, however, there was solution coming out of the cassette door. The baxter technical representative (tsr) advised the hp to start over with all new supplies. The tsr asked the hp if there were any alarms and the hp stated "no." There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance spoke with the home patient (hp) regarding the reported issues. The hp stated she realized that she needed to reprime and was not sure what caused the cassette to leak. The hp was continuing therapy after starting over with new supplies and the other supplies were discarded. Sample or lot number information was not available.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.